Event description:
The surgeon implanted an aa4204vf silicone plate lens but it tore as it was being inserted. The incision was enlarged to remove the lens and sutures were required. The facility stated it was unknown as to why the lens tore. An msi-tm injector and an mtc60c cartridge were used but the facility was unable to provide the lot numbers.